Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was randomly beeping. Reportedly, the pump was requesting the customer to repeat the load process multiple times. The customer declined troubleshooting with tandem's technical support. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate pump for insulin therapy.